Manufacturer narrative:
Additional info: b5 failure analysis info added . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would power off intermittently. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the power pca. No further action investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would power off intermittently. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.